Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of drive/motor anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump does not operate due to motor error. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm noted and the motor passed motor test. No drive motor anomaly noted. The insulin pump was received with cracked reservoir tube lip, scratched reservoir tube window and minor scratched lcd window.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.